Event description:
It was reported that this patient underwent an inflatable penile prosthesis (ipp) revision as the cylinder no longer inflated and impending distal penile erosion was identified. During surgery, both cylinders were found to be torn and there was no fluid in the system. The physician believes the cylinders were oversized and excess wear may have been the reason for the material tear. The existing cylinders and pump were explanted and the new components were plugged in to the existing reservoir. No additional patient complications were reported, and the patient is expected to recover.